Event description:
It was reported a cardiac perforation, pericardial effusion (pe) leading to cardiac tamponade occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed. A versacross connect laac kit was selected for use. The physician attempted to go transeptal, advancing the wire multiple times to perform multiple drop downs onto the septum. On transesophageal echocardiogram (tee) imaging there was visible tenting of the septum and radiofrequency was administered. The versacross pigtail wire did not cross into the left atrium (la), so another attempt was made. The septum was slippery causing difficulty staying put on the septum. There was difficulty maneuvering the watchman fxd curve access system (was) across the septum into the la, as the septal tissue was very thick and stiff. The activated clotting time (act) was therapeutic during the procedure. The procedure continued yet when attempting to cannulate the laa, a pe was discovered. The pe was measuring 2.5cm surrounding the heart. The procedure was aborted. A pericardiocentesis was initiated, and suddenly wire access was lost. A pericardial window was performed, and 300 ml was drained before a pericardiocentesis bag was attached. A sternotomy was performed and the laa was clipped. A small cardiac perforation was seen in the la, and the cardiac surgeon held pressure on the site with gauze until resolved. The patient remained stable throughout the procedure. The patient was discharged. In the physician's opinion, the patient's septal anatomy, the multiple drop downs performed, and the versacross pigtail wire having become misshapen, may have contributed to the event.